Event description:
It was reported that pump experienced malfunction with displayed malfunction code, which customer identified as malf 12, around mid-march 2026. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue independently by resetting pump before contacting technical support, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if any malfunction code appeared again, which customer understood and acknowledged.